Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor was unable to power on. The cause for the failure to power on was isolated to the computer/analog board. Thermal and physical damage was found to multiple components on the computer/analog board. The root cause for the thermal and physical damage to the computer/analog board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.